Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had a rechargeable unit that went crazy on him. The patient stated two manufacturer representatives had to shut it down and he had never been pain free.